Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death and hypotension are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011 three xience v stents were implanted in the left anterior descending artery and the left circumflex, one 2.5 x 18 mm, one 2.5 x 23 mm and one 3.0 x 28 mm. The patient experienced a blood pressure drop, respiratory failure, and died. The cause of death is unknown. There was no additional information provided.